Manufacturer narrative:
Follow-up received on 18-apr-2016: follow-up attempts were done with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed one and a half year after its insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to an adult ((B)(6)) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The patient experienced pelvic pain and in (B)(6) 2013 essure devices were removed. Follow-up received on 29-mar-2016: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment:this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed one and a half year after its insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.